Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data showed evidence that the device charged to 200j for every shock, but discharged lower energy levels for each of the 4 shocks. During the 4 shocks, the activity log showed the (low voltage) high frequency impedance measurements remain similar (77 ohms) but the calculated high-voltage impedance was close to the high frequency measurement in the first shock (83 ohms) but decreases in the subsequent shocks (1 ohm). The system errors posted in the log for the 4 discharges all indicate an over current condition occurred. A device malfunction would have written errors in the log that were not observed. An impedance shorting condition at the time of delivery is typically associated with these types of conditions but we cannot firmly establish. All the cables received were tested for high pot and proper resistance and all passed. The multi-function cable was internally inspected and showed no evidence of arcing. The electrode pads were not received as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge and failed to discharge. Complainant indicated that the patient subsequently expired.